Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. In addition to the reportable malfunction mentioned in the event description, it was observed, due to damage on acoustic lens, displayed ultrasound image was defective, the connecting tube had a scratch and was buckling. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had image issues. Upon inspection of the customer¿s returned device it was observed, gap of adhesive was noted on the distal end and stain entered inside the lens through the gap. It was noted, gap was observed between the acoustic lens and the ultrasound probe. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the wear of the subject device was caused by the handling methods of users. The event can prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.